Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for an abdominal infection coincident with peritoneal dialysis (pd) therapy the nature and cause of the infection was not reported. Treatment and outcome were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient (pt) was hospitalized for an unspecified indication and subsequently passed away due to an unknown cause. It was reported that the pt was hospitalized prior to death however, not reported if the pt remained hospitalized at the time of death. It was unknown if an autopsy was performed. Dianeal therapy was ongoing until the time of death and it was unknown if the pt was connected to the homechoice at the time of death. Additional information was requested but is not available. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.